Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This report for air in tubing without an alarm was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice pro (hcp) during use, during dwell 1. The cg stated that when setting up the hcp, he left the clamp closed on the patient line and there was air in the line. The cg stated that he connected the patient anyway and when the first fill started he saw about two feet of air go into the patient. The cg stated the patient was having pain in fill 1. The cg called in dwell 1. The technical service representative (tsr) had the patient sit up for draining. The patient stated draining which helped relieve the symptoms. The patient drained out 1343ml. The tsr recommended that the patient end therapy and call the registered nurse (rn) as soon as possible and let the rn know what happened. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis, with a total volume of 7500ml, a total time of 8:00, a fill volume of 1500ml, a last fill volume of 200ml, a dextrose setting of same, weight units set to pounds, 5 cycles, an initial drain alarm of 0ml, a comfort control setting of 36 degrees celsius, a last manual drain setting set to yes, a total ultrafiltration (uf) set to 0ml, and the alarm set to no. The tsr walked the cg through the ending therapy procedure. The cg ended therapy and would call the rn. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the rn on (B)(4) 2012, regarding the report of air in tubing and the patient experiencing pain. The rn stated she was aware of the report event and had discussed it with the patient. The rn stated there was no patient injury or medical intervention. The patient has been continuing therapy on the cycler successfully.